Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with high pacing threshold measurements and noise that resulted in oversensing; however, no inappropriate shocks or pacing inhibition occurred. It is believed that the lead had fractured. A revision was performed and the rv lead was capped and successfully replaced. No additional adverse patient effects were reported.